Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation pressure error message. Blood was then seen inside the catheter so the iab was removed. A new iab was placed, but the same issue occurred with the second iab. A third iab was placed and therapy was completed successfully. This report is for the 2nd iab used. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation pressure error message. Blood was then seen inside the catheter so the iab was removed. A new iab was placed, but the same issue occurred with the second iab. A third iab was placed and therapy was completed successfully. This report is for the 2nd iab used. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).